Manufacturer narrative:
The customer stated they did not wish to provide any more information as the issue occurred because of an error on their part. The customer confirmed the issue had been resolved and the bi's were passing. Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97, lot number - the correct lot number is 13516072, expiration date ¿ the correct expiration date is 04/30/2017.

Event description:
A customer reported a positive result with a cyclesure(tm) 24 biological indicator (bi) after a sterrad(tm) cycle. No load was affected by this issue. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure(tm) 24 biological indicators.